Event description:
In preparing the donor tubing, the operator failed to close the inch clamps on the donor needle and sample bag per operating instructions. The machine alarmed appropriately, however, the open clamps were not noticed and preparation of the tubing was continued. The machine alarmed a second time, in which the clamps were observed and closed. The sample bag was inflated and was not expelled prior to connecting the donor. The donor experienced some symptoms, however, there was no injury or medical intervention to preclude permanent impairment. The donor is reported to be fine. The event was not reported to the MFR at the time of event because the cause of the donor symptoms could not be identified. It wasn't until a routine visit by the MFR that lead to a discussion mentioning the event which resulted in an investigation by the MFR to identify a cause.